Event description:
A site biomed representative reported that, while in a cranial procedure, the navigation system camera kept cycling power until after registration, when it started working normally. The camera would track briefly and then stop tracking and go through a three-beep cycle process, then track again. Tracer registration was successfully completed and they moved into navigate. There were no further issues, tracking was normal. There was a 10 minute delay in the procedure while trouble-shooting. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Return requested. Replacement camera cable shipped to site (B)(4) 2015. Medtronic investigation of returned suspect camera cable finds that the returned cable is in good condition and passed a continuity test with no opens or shorts detected. No problem found. No fault found. - (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The medtronic representative installed the new camera cable and camera continued to cycle in both spine and cranial applications. Found that the camera established communication and was not cycling in admin, at the launch screen, indicates that power is good and communication to the polaris spectra system control unit (scu) is good. Re-seated serial communication cable from scu to I/o hub and universal serial bus (usb) from I/o hub to computer. Launched cranial software and camera was no longer cycling. Issue resolved. It was found that in admin, the ndi tool box icons were missing. - no further issues have been reported.